Manufacturer narrative:
Functional testing of the returned samples confirmed the products did meet quality release specifications that were tested regarding the reported condition . Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument.** replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Post market vigilance (pmv) led an evaluation of one endo gia* universal xl single use instrument and one endo gia* 45mm articulating vascular/medium reload both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned devices. The instrument was received engaged with the reload. Microscopic inspection of the instrument noted evidence on the firing rod that the reload was not engaged properly when loaded visual examination of the reload noted that it was fully fired with the jaws clamped and the knife bar assembly advanced to the extreme distal end. This indicated that the jaws did not open when the instrument return knobs were retracted. This provided further evidence that the reload was not engaged properly during loading. The reload jaws were manually opened and damage to the cutting edge of the knife blade was observed. Functionally, the instrument was loaded with post market vigilance representative straight and roticulator* loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. A review of the device history records could not be performed because the lot numbers were not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
Type of procedure: lap gastric bypass. According to the reporter: customer states that the stapler and reload got stuck and could not be released from the patient. They resolved the matter by manual cutting and sealing around the area in question. There was tissue loss as a result of the manual cutting and sealing around the area in question. There was no patient injury and no extension of incision or surgery time. There was no blood loss and no tissue damage. There was no change of procedure, nothing fell into cavity, and no reinforcement material was used.

Manufacturer narrative:
(B)(4).